Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Manufacturing site evaluation: analysis and results: as no batch number is known, the batch manufacturing record cannot be reviewed. We have received two open samples (unused) with the needle detached from the thread (the thread is still wound on the pack). The aluminum part with printed data is missing. However, without closed samples a proper analysis cannot be performed. Final conclusion: in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyze it.

Event description:
It was reported that there was an issue with two suture packs. When each packet was opened, it was noted that the needle had already detached from the suture. There was no impact to the pediatric patient. Additional information is not available. This report refers to the second pack. Associated medwatches: 3003639970-2019-00231, 3003639970-2019-00247 (this report).